Event description:
It was reported that the patient presented to the emergency department with low flow alarms. The patient noted that they started having intermittent low flow alarms on monday (B)(6) 2024, which progressed to continuous low flow alarms on wednesday, (B)(6)2024, morning. It was initially thought that the low flows were related to hypertension, but flows did not improve when the mean arterial pressure (map) improved to the 80s. An echocardiogram was performed on (B)(6) 2024 and showed dilated left ventricle with aortic valve (aov) opening with every beat. The right ventricular function was severely reduced. Velocities in the inflow cannula were noted to be normal. Heart computed tomography (CT) was obtained on (B)(6) 2024 and showed no outflow graft compression. A ramp echocardiogram was also performed and speed was increased to 6500 however the left ventricle was still dilated, and the flow only went up to 2.9 with a power of 5.1. The patient noted that they were taking all prescribed medications including coumadin (warfarin). The patient was previously on sildenafil but hadn't taken it in a few months. The patient was started again on sildenafil and diuretics. Log files were submitted for review and captured low flow events on (B)(6) 2024 and (B)(6) 2024 and several low flow flags that did not persist long enough to trigger an alarm. Mechanical circulatory support (mcs) equipment was operating as expected. The low flow alarms were thought to be due to right ventricular dysfunction. It was noted that the device was working as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow." Section 6, "patient care and management," states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. A direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined. Low flow alarms were confirmed via the submitted log files; however, a root cause could not be conclusively determined through this investigation. The account reported that the patient presented to the emergency department with low flow alarms that had progressed from intermittent to continuous. The controller event log file contained events spanning from 27mar2024 to 28mar2024. Persistent low flow alarms were recorded over the vast majority of the log file due to the estimated pump flow typically ranging from 1.0 lpm (liters per minute) to 2.5 lpm, which at at/below the low flow threshold of 2.5 lpm. No other notable alarms or unusual events were captured, and the pump operated as intended at the set speed. The alarms were initially attributed to hypertension; however, they did not resolve once the patient's mean arterial pressure improved. An echocardiogram revealed severely reduced right ventricle function and a computed tomography scan was unremarkable. A ramp echocardiogram was also performed, and the set speed was increased to 6500 rpm (revolutions per minute). The account noted the patient had not been seen since (B)(6) 2022 and was restarted on sildenafil and diuretics. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.